Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 400 mg/dl. Reportedly, customer believes the pump was not delivering insulin as intended; however this could not be confirmed as customer declined further troubleshooting with tandem technical support, and declined to provide additional information. Reportedly, the customer was released the same day. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.